Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: sps0121k - sm. Spacer shoulder kit 41mm: ab8149108 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that post-operative of a revised right rtsa, that the patient experienced an unspecified infection that required the removal of implants, and an implantation of an abx spacer, and debridement. Prior to this event it was also reported the patient underwent a hemiarthroplasty (biological glenoid w/humeral resurfacing); a revision of hemi to tsa w/poly glenoid; and a revision to rtsa w/allografting to glenoid. No other details have been provided that indicates if these devices were exactech implants. The outcome of this event is unknown and a follow-up is pending to investigate previous revisions. This was reported through clinical trial study data collection activities and no other information is available at this time.